Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were having to charge more frequently and weren¿t getting the tremor control they use to. They were sent a new charger and cord which resolved the charging issue.

Event description:
Information was received from a patient regarding an external device. The patient reported that about 6 months ago they noticed two issues that were related to the wireless recharger (wr). The first issue they noticed was that they can leave they could leave the wr in the dock for over 24 hours, but the wr would not fully charge. At the time of the call, the patient said the wr had been in the dock for 36 hours, but the battery second battery indicator light was still blinking. Around the same time they noticed the wr not fully charging, the patient also noticed that their implantable neurostimulator (ins) battery was not fully charging. The patient stated that they typically start charging their ins battery when the charge level gets down to 25%, but they can only get the ins charge level up to 50% or 75% after charging the ins battery for 1.5 to 3 hours. The patient said they have not been able to get the ins battery 100% charged even though they maintain good coupling. No issue was found with the dock - the patient confirmed the power indicator light on the back of the dock was steady green. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the wr. Agent advised the patient to follow up with their healthcare provider if they continue to have concerns about the ins battery not charging up to 100%. No symptoms reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID wr9200 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.